Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image showed the curved blades to be broken and separated. Medwatch report with manufacturer report number 2955842-2025-16731 was submitted for the back-up harmonic ace instrument which broke during the same procedure.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the harmonic ace instrument broke within less than an hour of operation. The broken piece fell into the patient and was retrieved during the same procedure. A back-up harmonic ace instrument was used to complete the procedure. The back-up harmonic ace experienced the same issue as the first one. The broken piece was retrieved. A third back-up harmonic ace was used to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip of the blade. A piece approximately 0.529" x 0.081" was found to be broken off. The broken piece was not returned. Corrected data: refer to field d1.